Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the returned device found a power switch failure during evaluation; however; this was incorrectly reported as there was no issue with the power switch. The power switch was upgraded at the time of the device evaluation. Per the legal manufacturer, upgrading the power switch is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the light source exhibited a power switch failure. There were no reports of patient involvement.